Event description:
It was reported that customer received a motion sensor test failure alarm and was not able to clear. It was reported that customer was just standing when alarm occurred. Customer's blood glucose was 123 mg/dl. During troubleshooting, pump failed displacement test. Caller was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.